Event description:
A report was received that the patient wanted to have his battery adjusted to a different location as it was uncomfortable and too far from his belt line. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing discomfort charging the ipg due to the pocket site. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.